Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the thermal therapy system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the thermal therapy system was unresponsive. The user reported that the system "got to root" reached 100% and then was locked out of the system. The system was then shut down and rebooted where the user could then not login to the thermal therapy system. There was no patient present when this issue was identified.